Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap oesophagectomy. According to the reporter: the device was difficult to load and to toggle. Finally when it was loaded the needle fell off the instrument and within the cavity of the patient. The difficult to load and toggle was reported for all 4 instruments and the needle falling into patient cavity was related to 4th instrument only. The problem with this device did not have any adverse effect on the patient. Problem: no unanticipated extension of the incision by more than 1 inch: no unanticipated blood loss of 500cc or more: no was surgical time delayed by more than 30 minutes due to the product problem: no device fragment or component falling into the patient cavity: yes (removed with grasper) device fragment left in the patient: no if applicable what was done to correct this condition: a new instrument was opened - patient unaffected post-op diagnosis: patient unaffected.

Manufacturer narrative:
(B)(4).